Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 190 mg/dl. The customer was advised to turned the sensor off, took transmitter off, and recharge battery for an hour. The customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.